Event description:
Dealer alleges that the motor engages, scooter rolls about 4 - 6 inches then shuts down with the power light blinking. When dealer took scooter back to the shop he allegedly smelled an order of burnt plastic coming from the motor. No injury is alleged.